Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of inflammatory nodule is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient injected with 1 ml juvéderm® volux¿ to jw4, c6 and 1 ml juvéderm® volbella¿ with lidocaine to f1, f2, f3. Approximately one and half months later, patient developed inflammation at the injected area. Ten days later, points appeared at the chin. There are no signs of infection, pain, or redness. Palpation reveals indurated tumor, marked mobile in front and marionette lines. Covid pcr requested. Deflazacort 30 mg/day and hyaluronidase provided as treatment. Symptoms are ongoing.